Manufacturer narrative:
The device was returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the charged coupled device no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Scope was removed from patient and dropped from waist height. Tip struck the floor with force. Scope sent in for inspection/ damage assessment out of an abundance of caution.